Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2015 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2015. Model number/catalog number: sc-2208-70, serial number: (B)(4), batch/lot number: 147405/169769, model/catalog description: st linear lead 70cm. The explanted devices were not returned to bsn. It is indicated that the ipg and leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient underwent an explant procedure. No further information could be obtained.